Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/14/2015. The fse found and replaced tubing with a pinhole in it at pinch valve (pv27) to resolve the leak. He also found that buildup on the wbc aperture (bt1) was causing wbc voteouts. The fse back-flushed the tubing from the diff mix chamber (mc1) to the blood sampling valve (bsv) with 10% bleach, flushed the sample delivery port of mc1 with 10% bleach removing a small amount of fibrin, and he zapped the apertures multiple times to resolve the wbc voteouts. Fse adjusted the hgb lamp and performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported that approximately 2 ml differential (diff) lyse reagent leaked from the coulter hmx hematology analyzer with autoloader while running quality controls. The instrument did not generate diffs and there were white blood cell (wbc) voteouts. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.